Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, [baker] grade 4." The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/may/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 01/jun/2024.

Event description:
Healthcare professional reported right side "capsular contracture grade 4." Later, physician reported hematoma. The device was explanted.

Event description:
Healthcare professional reported, right side "capsular contracture, grade 4". Later, physician reported, hematoma. The device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Hematoma : unable to observe as it is a medical event that is not related to the device. No observations are performed for the complaint as the event is no complaint against the device .

Event description:
Healthcare professional reported right side "capsular contracture grade 4." Later, physician reported hematoma via rga. The device was explanted.